Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though a bend was noted on the exposed portion of the soft cannula. It could not be determined when this bend occurred, and the cause of the reported high blood glucose levels could not be conclusively determined. (Device available for eval: yes, date returned to mfg: 4/3/2019) the device had been received at the time of initial report. (Device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 390 mg/dl while wearing the pod between 24 and 36 hours. The patient's mother stated the blood glucose level was 380 mg/dl at 1:00 am on (B)(6) 2019. Blood glucose was 390 mg/dl at 7:00 am. She changed the pod at 7:30 am, then the patient went to school and after 8:00 am bg levels went down, but she did not know what the bg level was after that. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, the mother changed the pod and a manual injection of insulin, of 3.0 units she thinks, was delivered.